Event description:
Pt called and said that he cracked his pump. (B)(4) two days ago when he was trying to put the syringe on it. He has a back up pump he has been using. No harm or missed dose to pt. He said he called in earlier today and rep told him one shipped already, but it did not. Order log read incorrectly by someone not on pah team. Sending new pump for (B)(6) 2017. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.